Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple shocks. It was determined that the shocks were for a supraventricular tachycardia (svt) and that therapy was exhausted. Programming changes were made to try and prevent inappropriate shocks in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.